Event description:
During a clinic follow-up, a decrease in the pacing impedance, a decrease in the sensing, and a loss of capture were observed on the right ventricular (rv) lead. A dislodgement of the rv lead was alleged. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.